Event description:
It was reported unspecified malfunction occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026 at approximately 10:00 pm, the cgm device reportedly stopped functioning for unknown reasons. The patient was asleep at the time and was unaware of the issue. Despite the error condition, the omnipod 5 system reportedly continued to deliver approximately 1.5 units of insulin per hour. At approximately 4:00 am on (B)(6) 2026, the patient's parent found the patient unresponsive and immediately contacted emergency medical services (ems). While awaiting ems arrival, the parent administered baqsimi (nasal glucagon). Approximately 30 minutes later, ems arrived at the patient's residence. A fingerstick blood glucose measurement was obtained and reportedly showed a value of 15 mg/dl. Ems administered intravenous glucose. Following treatment, the blood glucose level reportedly increased to 20 mg/dl. The patient was transported to the hospital, where she remained on intravenous glucose and fluid therapy. At approximately 10:00 am that same day, the patient became responsive. Later on (B)(6) 2026, the patient was discharged from the hospital. At the time of reporting, the patient was reported to be stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.